Event description:
A surgeon reported that a patient had an unexpected postoperative outcome following intraocular lens (iol) implant surgery and feels the iol is defective. In a follow up with the surgeon, he indicated that the iol was exchanged for an unknown model and a different power iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional information has been requested by phone, fax and mail on 09/12/2012 and 09/19/2012. A completed questionnaire has not been received. (B)(4).